Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 12/31/2021 h.6. Investigation: customer returned (8) 0.3ml bd insulin syringes from lot# 0153961. The consumer reported 2 syringes from this box where the shield was hard to remove/ when removed the needle hub goes off with it. The returned syringes were examined, and it was observed that 4 exhibited detached hub assemblies; no damage to the barrel tips was observed. The remaining 4 syringes were tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 2.31 sample 2 3.67 sample 3 2.41 sample 4 3.27 all 4 tested samples fell within specification. No defects were observed. A review of the device history record was completed for batch # 0153961 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. CAPA#1630423 has been opened to address this issue. H3 other text : see h.10.

Event description:
It was reported 2 bd ultra-fine¿ 6mm needle insulin syringe had component separation issues. The following information was provided by the initial reporter: "consumer reported found 2 syringes from this box. When removed needle hub goes off with it".

Event description:
It was reported 2 bd ultra-fine¿ 6mm needle insulin syringe had component separation issues. The following information was provided by the initial reporter: "consumer reported found 2 syringes from this box. When removed needle hub goes off with it".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0153961. All inspections were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd ultra-fine¿ 6mm needle insulin syringe had component separation issues. The following information was provided by the initial reporter: "consumer reported found 2 syringes from this box.. When removed needle hub goes off with it."